Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 366 mg/dl, 114 mg/dl, 60 mg/dl, 400 mg/dl and 50 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Inserted anchor broke; two pieces were retrieved from patient. (B) (4). (Not forwarded to s&n). The surgery was performed back in february. She also says they can't release the medwatch form per hospital policy.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Evaluations results: this report corrects the report sent 06/02/2010 that stated it was follow-up #1. This report is corrected to reflect a previous correction report filed in 01/2010 and therefore this report is follow-up #2. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Manufacturer narrative:
(B) (4).